Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5208437) was returned on 06/22/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and failed testing. The reported event of an unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.